Event description:
During a pulmonary vein isolation procedure, the viewflex xtra ice catheter fractured. After access was obtained, the viewflex xtra ice catheter was opened, connected, and inserted into the body. It was noticed that the image was grainy, and the patient anatomy was not visualized. The viewflex xtra ice catheter was removed, and it was noticed that there was a fracture at the tip of the catheter. A new ice catheter was opened, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of the fractured tip was determined to be a design/process issue.